Event description:
Failed total ankle arthroplasty, left, ankle. Pt sent here by physician for repair. Removal of tatal ankle arthroplasy with fusion of tibiotalar joint using femoral head allograft with retrograde rod.